Event description:
This report summarizes 6 malfunction events, where it was reported the device drifted. There was no patient involvement.

Manufacturer narrative:
The final device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components, 2 devices had worn components. The devices were repaired and returned. 1 device is pending evaluation. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the device drifted. There was no patient involvement.